Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Investigation summary: the reported incident of the breakage of the drill sleeve could not be confirmed, since the device was not returned for evaluation. Based on the currently available information, the root cause can be attributed to a user-related issue. The breakage was probably caused by misuse of the device, either by wrong positioning of the drill sleeve or by the use of excessive force. Additionally, it cannot be excluded that the device was pre-damaged from a previous procedure since it is intended for multiple use (either during cleaning, sterilization or surgical procedure). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device was not return.

Event description:
According to our surgical assistant, the locking tip of the drill sleeve axsos 4.0mm locking set, broke when the surgeon was trying to fix the plate. Then, the tip of the drill got stuck in the plate, and it was very difficult to take it out. This caused a delay in surgery which had no impact on the patient. Surgery was completed successfully.

Event description:
According to our surgical assistant, the locking tip of the drill sleeve axsos 4.0mm locking set, broke when the surgeon was trying to fix the plate. Then, the tip of the drill got stuck in the plate, and it was very difficult to take it out. This caused a delay in surgery which had no impact on the patient. Surgery was completed successfully.